Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information, the patient underwent redo aortic valve replacement due to severe aortic stenosis with high gradient across his bioprosthetic valve. Intraoperatively, the patient was found to have an enlarged heart with concentric hypertrophy. The aortic bioprosthetic valve was severely stenotic due to calcification of the leaflets and reduced leaflet mobility. The valve was explanted and replaced with a 21mm edwards valve. The patient tolerated the procedure well and was weaned from bypass with minimal inotropic support. Postoperative, tee demonstrated a well-seated and well-functioning aortic bioprosthetic valve with no perivalvular leak.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation, as it discarded by the hospital. However, this valve explant was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a bioprosthetic aortic valve, implanted for approximately nine (9) years, underwent redo-avr. The reason for explant is unknown. The explanted device was replaced with another edwards bioprosthetic valve. The patient was noted to be doing well. No additional information provided.